Event description:
It was reported that during a vascular procedure, there was no clip delivered from the first clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was received in good condition. Upon evaluation the instrument was noted to be empty and the anti-backup and lockout features were non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the anti-backup lever and the lockout spring were found to be out of position, causing the failures of the anti-backup and lockout. No conclusion could be reached as what may have caused the lockout spring to be out of its intended position. The batch record was reviewed and no anomalies were noted during the manufacturing process.